Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and feedback from the field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for usage of therapeutic laparoscopy procedure. The device switched out with no further sequela.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and faulty video connectors. The issue occurred during an unspecified event. There were no reports of patient harm.